Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during the patient's hypothermia treatment, the arctic sun device stopped working, and after testing, one of the patches was found to be leaking, so the patches were replaced.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. During the patient's hypothermia treatment, the arctic sun device stopped working, and after testing, one of the patches was found to be leaking, so the patches were replaced. The device was not returned. A DHR review is not required as the serial number is unknown. The serial number is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d, the reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during the patient's hypothermia treatment, the arctic sun device stopped working, and after testing, one of the patches was found to be leaking, so the patches were replaced.